Manufacturer narrative:
The customer contacted a siemens customer care center and reported that smoke emitted from a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse determined that smoke emitted from an external uninterruptible power supply (ups), and not from the instrument's hard drive. The cse bypassed the external ups and powered on the instrument; the instrument performed as intended. The cse ordered a replacement ups and in a subsequent visit, the cse installed and tested the new external ups. Then, the cse ran diagnostics tests, which passed. The external ups malfunction caused the smoke observed by the customer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer alleged that smoke emitted from a dimension vista 500 instrument's hard drive. The instrument was not operational afterwards and there were no reports of injury due to the smoke that emitted from the instrument. There was no delay in patient testing or reporting of results due to this issue. There are no known reports of adverse health consequences due to the event.